Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead experienced dislodgement and was surgically abandoned. The lv lead was replaced with a new one. No additional adverse patient effects were reported.